Manufacturer narrative:
H4: device manufactured from august 8, 2019 to august 9, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured prior to patient use. The set was filled with 50 ml of saline solution. There was no patient involvement. No additional information is available.